Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Clinical review forms were provided and reviewed by a health care professional. The review identified the following: 6-months post-op: patient reports no pain or difficulties with adl¿s. 1-year post-op patient reports some difficulties with walking about, uses a cane most of the time. No pain or difficulties with adl¿s. Rom flexion 90°, abduction 10°, adduction 30°. Negative trendelenburg sign. 3-year post-op: patient reports some difficulties with walking about, uses a cane for long walks. No pain, no difficulties with adl¿s. Flexion 90° abduction 10°, adduction 30°. Negative trendelenburg sign. 5-year post-op phone interview: patient reports doing well with device. 8 years post op; right hip dislocation closed reduction: right hip dislocation. Reported patient fell over and hip dislocated. Unsuccessful reduction attempted. Closed reduction of dislocated total prosthetic replacement. Discharged the following day. Radiographs were received but not submitted to a radiologist for assessment as the image files are dated 3 years and 3 months post initial op and therefore do not correlate to any allegations including the event of dislocation post-fall 2 months ago.. With the available information, a definitive root cause could not be determined however it was reported that the patient tripped while playing with his dog and twisted his right leg which might have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 neutral e1 liner 36mm f; item# 010000858; lot# 3559351 g7 bonemaster ltd acet shl 54f; item# 010000704; lot# 3578463 sirius hip stem 44-d; item# 51-199341; lot# 882080 sirius winged centralizer; item# 51-199300; lot# unknown g2 - foreign: united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight years post right total hip arthroplasty, the patient underwent a closed reduction due to a dislocation following a fall. Attempts have been made and no further information has been provided.